Event description:
The customer reported via phone call that she had a motor error alarm. Customer's blood glucose was 600 mg/dl at the time of the accident. Customer received the alarm during a bolus. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that she went to the emergency room for high blood glucose over 900 mg/dl and diabetic ketoacidosis on (B)(6) 2015. Customer was vomiting and had a kinked cannula. Customer was wearing the pump at the time of the visit. Customer mentioned that she has vision problems.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-60870.